Manufacturer narrative:
Related MFR: 2916596-2023-03269. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log file review captured a driveline disconnect and pump stop at 0:27:52 on (B)(6) 2023. Another driveline disconnect and pump stop followed at 0:30:59. It appeared the driveline was re-connected at 0:31:09 and the pump functioned as intended from the stated time. It was later communicated that the patient denied remembering that they disconnected the driveline. The patient was reportedly under the influence of alcohol at the time and reported symptoms of dyspnea occurring a few hours after the alarms. No equipment was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being disconnected was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 3 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured driveline disconnect and pump off alarms from the beginning of the log file (captured on (B)(6) 2023 at 00:27:44) to 00:28:02 and from 00:30:59 to 00:31:08 due to the driveline being disconnected. The exact duration that the driveline was disconnected for at the beginning of the log file could not be determined as the data was overwritten by newer incoming data. Additional information provided communicated that the patient denied remembering that they disconnected their driveline. It was noted that the patient was under the influence of alcohol at the time of the event. It was also noted that no products will be returned for analysis. The root cause of the driveline being disconnected was determined to be the patient accidentally disconnecting their driveline while under the influence of alcohol. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect and pump off alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the document states that if the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. This section also states that the backup battery inside the system controller will not start a heartmate 3 lvad if both of the system controller¿s power cables are disconnected from a power source. The user is instructed to always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.